Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes had a deformation that caused them to be stuck in the laboratory testing machine. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 6 photos and 3 samples for investigation, and evaluation of these indicated collapsed samples. Evacuated, plastic blood collection tubes can collapse if subjected to elevated temperatures, which may occur during the assembly process or during transportation and storage. Additionally, a total of 100 retained samples were visually inspected, and no collapsed tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: collapse: outside manufacturing heat source. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes had a deformation that caused them to be stuck in the laboratory testing machine. No adverse impact was reported regarding the patient or user.